Event description:
It was reported that intra-operative the patient experienced possible venous damage possibly caused by the introducer of the leadless implantable pulse generator (ipg). It was noted that there was a wound in the right groin region, and puncture was performed from the left groin region and the blood vessel tortuosity was strong. It was reported that the patient also experienced anemia. Hemostasis was possible through transfusion and administration of drugs. During and after the implantation procedure, a vasopressor was used, but blood pressure did not increase. The procedure was prolonged and the patient was returned to the intensive care unit (ICU). The leadless ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.